Manufacturer narrative:
H11: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. H.6: codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the issues was inexperience. They have continued use and the issue is resolved. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient rep reported they were having trouble finding the excellent communication. When asked for the event date, the patient rep mentioned the issue began from the beginning. Patient rep noted it takes 5 hours to charge the patient's implant because they can't find an excellent connection, they have to do it on good. Patient rep stated they spoke with medtronic rep on saturday and the medtronic representative noted the doctor (hcp) might put the implant a little deeper. Patient rep mentioned the implant was activated 2 weeks ago from tomorrow. Agent reviewed with patient rep charging practices. Agent informed patient rep to monitor and to follow up with the hcp about the depth of the implant like the rep mentioned. Patient rep noted patient would see their local pain management hcp dr.(B)(6). Agent sent physical copy of manual to patient's email.

Event description:
Additional information was received from a manufacturer representative (rep). When asked about the cause of the issue getting excellent coupling, long charge time, and the implant being a little deep they stated that the issue not known and the patient at the time of their appointment was charging normally. When asked about the actions/interventions taken to resolve theissue they stated that no actions were taken for charging, they simply just reprogrammed the patient. It was noted that the issue was resolved as they had not heard from the patient after the reprogramming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.